Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-24016 related manufacturer report number: 2017865-2023-24017 it was reported that the patient presented in emergency room with infection. A small ulceration noted on the lateral border of pocket with purulent drainage. The complete implantable cardiac monitor defibrillator (ICD) was explanted. The patient was in stable condition.

Event description:
The entire implantable cardiac defibrillator (ICD) system was explanted.